Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00366 on 31-dec-2024 and the first supplemental MDR on 2432235-2024-00366_s1 on 11-feb-2025. Additional information (21-mar-2025): with the service performed, it was identified that the dispense port 2 (dp2) in the instrument could have potentially caused the elevated results. This issue was resolved by standard service actions. The investigation conclusion code in the h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported that erroneous cancer antigen 27.29 (br 27.29) results were obtained on 12 patient samples on an advia centaur xp immunoassay system. The quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed a total service visit (tsv) and found that dilution probe 2 (dp2) failed to dispense water. The cse replaced the dp2 valves, retested the dp2 dispense, which was acceptable, and re-primed the system wash block. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous cancer antigen 27.29 (br 27.29) results were obtained on 12 patient samples on an advia centaur xp immunoassay system. The erroneous results were reported to the physician(s). The samples were repeated on an original system. The repeat results were considered correct and reported to the physician(s). The customer did not provide the specific patient results data to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneous br 27.29 results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00366 on 31-dec-2024. Additional information (23-jan-2025): siemens has received patient results data for all impacted patient samples. The sections a1, b5, b6 and medical device problem code in section h6 were updated to reflect the patient results data. Correction (23-jan-2025): the 'date of event' in the initial report was selected as (B)(6) 2024. Based on the additional information received, section b3 was updated with the correct "date of event".

Event description:
The customer reported that falsely depressed cancer antigen 27.29 (br 27.29) results were obtained on four patient samples on an advia centaur xp immunoassay system. The erroneous results were not reported to the physician(s). The samples were repeated on an original system. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated br 27.29 results.